Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were noted on the right ventricular lead. The lead remains implanted and will be monitored. The patient was in good condition following the event.